Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6 (investigation conclusion) and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It is likely that the corrosion of the video connector pins occurred because the device was connected with another without sufficiently drying the electrical contact point of the video connector and/or it had foreign bodies (e.g., chemical residue, status cerumen, sebum contamination, dust, gauze spray, etc.). This results in instability of the electrical contact points, affecting the image transmission of the scope and video processors, and the occurrence of image flickering. The other incidental observations of fading, scratches, crack, rust occur if care is not taken in handling and use of the device. The instructions for use includes the following statements that can prevent the issues from happening: for fading of front panel and dirt: after using the video system center, immediately perform the following cleaning procedures. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the video system center. Always remove debris routinely. For scratches: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. In addition, the instructions for use include the following descriptions regarding the connection of the video connectors with the electric junction in a well-dried state. For corroded video connector pins: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.

Manufacturer narrative:
The evaluation found corroded video connector unit pins; causing a intermittent / flickering image. Additionally, the external housing had cosmetic wear from a faded front panel, scratches on top cover, and stains at the rear panel. Rusted bottom, front panel chassis, and cracked switch. The device was running an old software version; recommend upgrading to the latest software. The device was repaired to standard specifications and returned to asset stock. The device was has no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a returned asset, the evis exera iii video processor was found to have corroded video connector unit pins; causing a intermittent / flickering image. There was no report of any problems associated with the device and there was no report of patient injury or harm.